Event description:
It was reported that during preventive maintenance cardiosave intra-aortic balloon pump (iabp) has compressor scroll due date. No injuries or deaths.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The complaint record is downgraded as the new information provided does not meet the criteria of a complaint (since compressor was expired.). Per the complaint handling procedure. In the event, additional reportable information is received, the complaint will be reopened and new information will be submitted.

Event description:
The complaint record is downgraded as the new information provided does not meet the criteria of a complaint (since compressor was expired.). Per the complaint handling procedure. In the event, additional reportable information is received, the complaint will be reopened and new information will be submitted.